Event description:
Employee reported with a hydrogen peroxide contact. When removing items from a completed load, the employee received contact to all fingers on her right hand. The contact area was tingling and a little sore and was white at the contact site. She reported that she rinsed her hand under running water. The employee went to employee health where she was prescribed neosporin ointment. The contact area cleared without issue within 24 hrs. At the time of the event, the customer stated that the vaporizer plate was in place. It was later found to be out of place.